Manufacturer narrative:
This report is submitted on january 9, 2018, (B)(4).

Event description:
It was reported that the patient experienced recurrent infection with tissue granulation at the implant site. Additional information has been requested; however, not made available as of the date of this report.